Event description:
During index procedure one endeavor sprint drug eluting stent was implanted into the lad. Approximately 12 months post index procedure the patient experienced an acute mi which was treated with medication and was resolved. Investigator assessed the event was not related to the study device.